Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 1 month, 25 days in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 3 prior complaints reported against this part; with 2 of the prior complaints having the same failure mode of dislocation. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient having dislocated.